Manufacturer narrative:
Event date is approximate, the month is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary fecal incontinence and gastrointestinal/pelvic floor therapy. They reported that their device was being explanted on (B)(6) 2020, because of sepsis. The patient turned the stimulation to 0.0 and off for the surgery. The patients was redirected to their healthcare provider to further address the issue. There were no device issues reported, and no further patient complications reported at this time. Additional information was received from a manufacturer representative (rep). The rep reported that it was unknown whether the issue was caused by the device or procedure. The symptoms were experienced post implant. The doctor removed the device on (B)(6) 2020. There were no device issues reported, and no further patient complications reported at this time.